Event description:
The (B)(6) customer reported patchy staining on some slides. The same issue with patchy staining was reported before and was resolved by replacing the aspiration and dispense check valve. The field service engineer inspected the instrument again and found that the root cause of the problem was the aspiration and dispense check valve. The part was replaced, and the instrument was repaired. The instrument is fully operational, within specification and ready for the user. No harm or misdiagnosis was indicated.

Manufacturer narrative:
The aspiration and dispense check valve malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient ID, age, gender, weight, ethnicity and race: patient information has not been provided by the user.